Event description:
It was reported that the patient was re-implanted on (B)(6) 2014. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Not available for this device. Despite several requests the explanted device has not been received for investigation by the manufacturer. Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the manufacturer's experience with this implant model, it is assumed that it possibly failed due to humidity ingress at the housing braze joint through micro-leaks. However to confirm a root cause of failure a device investigation at the explanted device is necessary. Despite multiple requests, no further information was received regarding the circumstances which led to the device explantation.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2014 due to a device failure. Despite multiple requests no further information was received regarding the failure of the concerned device, the patient's performance with the new device or the explanted device. The explanted device has not been received for investigation.